Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Pawl. The analysis found that one pse45a device was returned in good visual condition and with an ecr45m cartridge loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced a few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition.

Event description:
It was reported that during a left lobectomy, on the third firing using a gray reload firing on the pulmonary artery the device locked out (no staples deployed or cut line started). The manual release was used to open the jaws. The structure was fine. A second device was opened and the case was completed with no patient consequences.